Manufacturer narrative:
H.6. Investigation: thirty safetyglide needle assemblies were received and evaluated. Twenty-nine were in fully sealed blister packs from batch 0037239 (p/n 305916) and one was loose with and opened blister pack from the same batch. The loose needle assembly appeared to be manipulated as the safety shield was activated and dried white fluid was present inside the hub. The twenty-nine in sealed blister packs were visually inspected with no indication of a clogged cannula. No defects were observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked mid-injection. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I have a box of 25g x 1 safety needles that are almost full and on 2 different occasions the needle has stopped working mid injection."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd safety glide¿ needles were blocked mid-injection. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I have a box of 25g x 1 safety needles that are almost full and on 2 different occasions the needle has stopped working mid injection."